Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test twice and weak battery. Customer indicated that she used four batteries and then it worked however, she wanted the incident documented. Customer does not recall any significant events leading to the error. Customer's blood glucose was 189 mg/dl at the time of incident. Troubleshooting was done for weak battery. No further information was given.